Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment occurred. A 2.50x38mm promus element plus stent delivery system was advanced to the lesion. While advancing the device, resistance with a guidewire became stronger and the device got stuck. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The distal extrusion of the device was severely stretched and bunched. It was not possible to pass the guide wire. The stent showed raised struts in the middle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment occurred. A 2.50x38mm promus element (tm) plus stent delivery system was advanced to the lesion. While advancing the device, resistance with a guidewire became stronger and the device got stuck. The procedure was completed with a different device. No patient complications were reported and the patient status is good.